Event description:
This non-serious adverse event report was reported by a consumer in the united states. The pt, a (B)(6) female, received two injections of euflexxa (1% sodium hyaluronate) in each knee (indication not specified) and experienced knee swelling and pain, only in the right knee, after each injection. About the end of (B)(6) 2009, the pt started experiencing knee pain (knee unspecified). The pt reported that she had knee pain for the past one month and was taking vicodin (hydrocodone bitartrate and acetaminophen). On an unk date, prior to the first euflexxa (1% sodium hyaluronate) injection, the pt experienced swelling on the right knee. The pt denied that the physician removed fluid from the right knee prior to the first euflexxa (1% sodium hyaluronate) injection. On (B)(6) 2009, the pt received the first euflexxa (1% sodium hyaluronate) injection in each knee (indication not specified). The pt stated that after the first euflexxa (1% sodium hyaluronate) injection, she continued to experience pain and swelling in the right knee. The pt reported that she had no difficulty with the left knee. On (B)(6) 2009, the pt received the second euflexxa (1% sodium hyaluronate) injection in each knee (indication not specified).

Manufacturer narrative:
The pt reported that she had such pain in the right knee when the physician injected it, that she was screaming. The pt described this as feeling as if the physician had pierced her bone. The pt reported that she had no difficulty with the left knee. At the time of this report, the pt stated that she had continued pain and swelling in the right knee. Further info will be requested. If significant, new data is received, a follow-up report will be submitted. The physician's name and phone number were provided: dr. (B)(6). Root cause analysis: possible due to info presented at time of this report. (B)(4).